Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected an np sample from a non-symptomatic patient who had received a covid-19 vaccination but was tested as screening for hospital admittance. On (B)(6) 2021 , a np sample was tested on xpert xpress sars-cov-2, reagent lot 04724 producing the result of sars-cov-2 positive and the result was reported to the physician. The physician ordered a retest on the same day, the same patient sample was retested on xpert xpress sars-cov-2/flu/rsv producing the result of sars-cov-2 negative, flu a& b negative, rsv negative.

Manufacturer narrative:
"This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected an np sample from a non-symptomatic patient who had received a covid-19 vaccination but was tested as screening for hospital admittance. On (B)(6) 2021 , a np sample was tested on xpert xpress sars-cov-2, reagent lot 04724 producing the result of sars-cov-2 positive and the result was reported to the physician. The physician ordered a retest on the same day, the same patient sample was retested on xpert xpress sars-cov-2/flu/rsv producing the result of sars-cov-2 negative, flu a& b negative, rsv negative. Cepheid patient safety board member reviewed the data provided by the customer. Testing performed on asymptomatic patient without suspicion of covid19 and is outside the intended use. Only data from xpert xpress sars-cov-2 assay was provided. Review of the initial result show n2 only detection with a weak cycle threshold. N2 and spc amplification and end point fluorescence appear normal. No evidence of product malfunction. In the absence of evidence of carry-over or environmental contamination, this likely represents viral nucleic acid at or below the assay's limit of detection resulting from asymptomatic shedding of residual rna from a prior infection. No patient harm occurred as a result. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid."